Event description:
The ge oec 9900 fluoroscopy system had an occurrence where the system would not boot.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The cmos settings were re-set to prevent the issue from recurring. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.